Manufacturer narrative:
This event was initially reported on manufacturer report number (MFR) 0001822565-2018-00535, which has since been rejected. This MFR, 3007963827-2018-00037, will be used for investigation purposes. (B)(4). Concomitant medical products: palacos bone cement, catalog #: 00111314001, lot #: 76684363. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00037, 0001822565-2018-01349. Product was discarded.

Event description:
It was reported that the device was revised after initial left knee surgery due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.